Manufacturer narrative:
Data review: the device logs confirmed a controller error (event set #1039) alarm during startup. This alarm is triggered when the light which reaches the ccd sensor array is less than 0.75v, which indicate a malfunction of the optical lamp. The alarm was intermittently triggering. Device analysis: the reported controller error was not able to be reproduced upon console start up and testing. Perform 5s parameter check, ccd distortion check, and confirmed lamp power output were all within range. Conclusion: the root cause of the controller error is likely due to a defective optical bench lamp assembly. Device history lot n/a device history batch subcomponent name: optical bench lamp assembly material number: 2450-0038 lot number: n/a serial number: n/a device history review q1) service history review - are there any qns associated with the complaint device¿s most recent service report? There were no nonconformances in the most recent fsr before the complaint occurrence date which were related to the failure mode. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a q3) complaint history review - have there been any other complaints against this console? Yes phr summary: there were no issues related to the complaint discovered when reviewing the product history of console ic1329. Ci-29477: fm-30094 purge issue.

Manufacturer narrative:
D9 device returned and date were omitted from the initial report that was submitted and were added. H6 codes b17 and d15 were reported incorrectly on the initial report that was submitted. Codes were added that should of been reported on the initial report that was submitted. H11 updated additional manufacturer narrative to reflect that the device was returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported during prep a controller was turned on for an incoming transfer. Immediately received a controller error. A different controller was used and there was no patient harm.